Manufacturer narrative:
B3: date of event: date approximated to (B)(6) 2021 based on date boston scientific was made aware of this event.

Event description:
It was reported that there was damage to the balloon. A 4.0mmx80mmx80cm sterling balloon was selected for use in a percutaneous transluminal angioplasty procedure. During preparation, the physician noticed the balloon damage and shaft kink and did not use it for the procedure. Another device was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Date of event: date approximated to (B)(6) 2021 based on date boston scientific was made aware of this event.

Event description:
It was reported that there was damage to the balloon. A 4.0mmx80mmx80cm sterling balloon was selected for use in a percutaneous transluminal angioplasty procedure. During preparation, the physician noticed the balloon damage and shaft kink and did not use it for the procedure. Another device was used to complete the procedure. No patient complications were reported.